Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: mean age (y): 16.1 +/- 9.6 . Gender(s)/sex(es): unknown, not provided. Date(s) of event: unknown, not provided. Model#: a complete model is unknown, as serial numbers were not provided. Only 350 was provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Only 350 was provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. Initial reporter phone number: unknown, not provided. The devices were not returned for analysis (they remain implanted). There were no serial numbers reported for these devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Citation: go, s.m., md, barman, r.n., bs, house, j.r., md, freedman, f.s., md, (2019). Home tonometry assists glaucoma drainage device management in childhood glaucoma. J glaucoma, 28(9), pp. 818¿822. A copy of the article is provided with this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: home tonometry assists glaucoma drainage device management in childhood glaucoma. A prospective study was done to evaluate the use of home tonometry, particularly its ability to detect alarming high or low intraocular pressures (iops) and tube-opening events, in the management of baerveldt glaucoma drainage devices (gdds) for childhood glaucoma. This study also investigated out-of-office physician response and management changes due to home tonometry data. Spontaneous tube-opening (n=12) was identified in 12 of 13 subjects while two patients experienced atypical early tube-opening (n=2). Early postoperative complications reported in the study included hypotony (n=3), hypotony with associated choroidal detachment, serious retinal detachment, and/or optic nerve head edema (n=3), and tube exposure (n=1). Home tonometry validated a surgical decision for subsequent endocyclophotocoagulation in one patient with inadequately reduced home iop (n=1) at postoperative month 2 after baerveldt gdd implantation. A copy of the article is provided with this report. This report is for baerveldt 350 mm2 implant. A separate report will be submitted for the baerveldt 250 mm2 (bg103-250) implant.